Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the cord loop was broken and frayed. Based on the condition of the returned unit, it is likely that the reported event was caused by the interaction between the cord and the inner edge of the tube, which could have contributed to the cord fraying and ultimately breaking. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to prove the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur. During initial reporting, it was believed that a component of the device had potentially detached. Upon investigation of the returned unit and analysis of additional information, it was determined that there was string breakage, but no component detachment.

Event description:
Additional information was received via email from surgeon on 11jul2017: "nothing seemed to break. As I pulled the handle back, it just fell apart. Nothing snapped or popped or anything like that. Just did not cinch and the string might have been broken but I did not feel it break ...it just simply pulled right through with no tension on it. I do not have photos".

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Unknown laparoscopic surgery - "5 mm endocatch bag was inserted into the abdomen during laparoscopic surgery, the bag was deployed and it was found to be defective because the closure apparatus came apart. All pieces removed by surgeon immediately and a new bag used to remove the specimen. The endocatch bag parts were inspected and all parts were confirmed again. The defective endocatch bag was set aside to be shown to company. This occurence was on (B)(6) 2017 in the operating room." Patient status - no patient injury.